Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the user did not have administrator access and was unable to list the block load. A technical support specialist (tss) checked the station and found that the ER station was not enabled for block load for this medication. The tss confirmed that the issue was resolved by another bd team. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced issue with a block load on an item. The user did not have admin access and was unable to list the block load. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.